Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused cancer. The patient did not report to receive medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from an external and internal inspection: unknown white and brown contamination (dust-like) at the air inlet of the blower box. Light dust-like contamination on top of the blower motor and the blower motor seal. Observed potential mineral deposits or fluid spots on the bottom of the blower motor and on the inside of the blower box, indicating potential fluid ingress. Tiny unknown black (inconsistent with degraded sound abatement foam) specks of contamination on the bottom of the blower box. Brownish/yellowish unknown contamination on top enclosure under sd cover flip door. Unknown light and dark contamination on the top enclosure. P4 has white, unknown dust-like contamination. Dark, unknown contamination inside the rear panel. Black contamination, consistent with keratin, was observed at the air outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. Sections d8, d9, h2, h3, and h6 were updated.